Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection, the unit¿s top cover exhibited chipped paint and scratches, while the front bezel had a small dent at the bottom; otherwise, the unit was in good condition. The erbe was tested using the system and successfully cauterized all ports and instruments without issue. The erbe will be sent to the original equipment manufacturer (original equipment manufacturer (OEM) for further investigation. The probable root cause of customer reported errors is attributed to a faulty component of the erbe generator. These errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the operating room (or) staff contacted technical support to report that the surgeon was intermittently receiving m-11 and c-06 errors, which were causing interruptions in the activation of energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended restarting the erbe when possible. The caller confirmed that no other electrosurgical unit (esu)s, CT scanners, or mris were present that could cause interference. The tse further suggested locating a backup generator or another vision side cart (vsc) if the issue persisted. The procedure was completing as planned with no report of patient injury.